Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown, d3, g1, and g2 email is: (B)(6).

Event description:
It was reported that the pump exhibited a damaged downstream occlusion seal. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other, other text: one device was returned for analysis. Visual inspection showed a worn dso seal. The tamper seal was removed. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was unknown as it is currently being investigated. As a result, the dso seal was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. D3, g1, and g2 email is: regulatory.responses@icumed.com.